Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before surgery they had noticed that haptic caught in incision, therefore not implanted. Additional information has received and it states that leading haptic was involved, surgery was completed with replacement lens.